Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that patient was injected with juvéderm volbella® xc in the perioral region. Patient did well for two months before starting meloxicam for joint pain (not device related). Approximately two weeks later, lips were swollen. Hcp advised patient to stop meloxicam as it may be an adverse reaction to the medication. Patient stopped the medication, but the swelling concentrated around the filler did not resolve. Patient consulted with local physician who advised patient was developing granulomas. Biopsy of the granuloma was not provided. Symptoms are ongoing.